Event description:
"During pt setup therapist was pressing the vertical up switch and deadman control panel in zxt. He released both sw when table is reached proper position, but the table still moved upward itself. So the operator was upset, tried to make motion stop and at the same time he moved the table top to the left, in that moment, pt's breast got a slight hit by the electron cone."